Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 387 mg/dl at the time of the event and was admitted to the emergency room. The customer experienced symptoms such as headache, extremity pain, cramps, increased thirst, and frequent urination. The customer also reported that the insulin pump had a crack in the battery compartment and that the battery cap contacts had come off. Troubleshooting was partially performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a partially broken battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 53 alarm during the rewind test. Also, the pump had a high active current measurement and sleep current measurement. Successfully downloaded history files and traces using thump. Successfully upload pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/11/2023 to 02/03/2024 and 03/08/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the ss event date of 05-feb-2024 and customer event date of 04-feb-2024. Please see below for pump errors/alarms noted 1 week prior to the ss event date of 05-feb-2024 and customer event date of 04-feb-2024 in the formatted history file.  Pump error 53 alarm (filenumber 16 linenumber 450) was recorded and found in the formatted history file on: 02/01/2024 04:06:09.000 02/03/2024 10:02:33.000 02/03/2024 10:12:00.000 02/03/2024 11:57:00.000 02/03/2024 11:58:29.000 03/08/2024 06:44:01.000 03/08/2024 06:52:28.000 03/08/2024 06:55:20.000 03/08/2024 06:56:49.000 03/08/2024 06:57:58.000 pump error 54 alarm (filenumber 32149 linenumber 223) was recorded and found in the formatted history file on: 02/01/2024 04:06:09.000 02/03/2024 10:02:33.000 02/03/2024 11:57:00.000 02/03/2024 11:58:29.000 03/08/2024 06:44:01.000 03/08/2024 06:52:28.000 03/08/2024 06:55:20.000 03/08/2024 06:56:49.000 03/08/2024 06:57:58.000 pump error 4 alarm (filenumber 32122 linenumber 2690) was recorded and found in the formatted history file on: 02/01/2024 04:07:03.000 pump error 68 alarm was recorded and found in the formatted history file on: 02/01/2024 04:07:05.000 pump error 49 alarm was recorded and found in the formatted history file on: 02/01/2024 04:07:05.000 02/01/2024 04:07:24.000 pump error 68 alarm and pump error 49 alarm were expected since the pump restarted due to pump error 4 alarm. Pump error 19 alarm (filenumber 114 linenumber 982) was recorded and found in the formatted history file on: 02/03/2024 10:02:17.000 pump error 53 alarm (filenumber 16 linenumber 450) during rewind test, pump error 54 alarm (filenumber 32149 linenumber 223), pump error 4 alarm (filenumber 32122 linenumber 26900000) and pump error 19 alarm (filenumber 114 linenumber 982) were confirmed, suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: 02/03/2024 11:40:34.000 02/03/2024 11:41:18.000 02/03/2024 11:51:00.000 02/03/2024 11:58:55.000 replace battery alert was recorded and found in the formatted history file on: 02/03/2024 11:59:00.000 power loss alarm was recorded and found in the formatted history file on: 02/03/2024 11:52:27.000 02/03/2024 11:52:35.000 02/03/2024 11:59:49.000 02/03/2024 11:59:57.000 pump error 23 alarm was recorded and found in the formatted history file on: 02/01/2024 04:07:34.000 02/03/2024 11:52:04.000 02/03/2024 11:59:14.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 02/03/2024 10:02:36.000 02/03/2024 11:35:34.000 02/03/2024 11:35:50.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, replace battery alert and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No replace battery alert, power loss alarm, pump error 23 alarm and failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. A high active current measurement and sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1/pcba 2. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment and pump casing. The pump was received without a battery cap installed. Battery cap contact missing/damaged was unknown. Unable to verify customer alleged for high bgs. Unable to complete the functional testing (perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat) due to pump error 53 alarm during rewind test. Pump error 53 alarm (filenumber 16 linenumber 450) during rewind test, pump error 54 alarm (filenumber 32149 linenumber 223), pump error 4 alarm (filenumber 32122 linenumber 26900000), pump error 19 alarm (filenumber 114 linenumber 982) and a high active current measurement and sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1/pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.